Event description:
The manufacturer received information alleging a ventilator's lcd screen was not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the lcd screen. The lcd screen was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the lcd screen failing was due to electrostatic discharge damage.